Manufacturer narrative:
(B)(4)

Event description:
It was reported that: 4 nov 2023, the doctor found that the cuff was leaking when doing clinical set up before using on patient. Then changed to a new one, no impact on patient. Associated to 8040412-2023-00403.

Manufacturer narrative:
Qn#(B)(4). The sample was returned to the manufacturer for investigation. The manufacturer reported: "2 pcs actual sample was returned for inve stigation. Bronchial tube was inflated using endotest for both clear and blue cuff. For the first sample was tested, and the results are as follows: the bronchial blue cuff passed as it was able to maintain its pressure at 25mbar. The tracheal clear cuff was unable to pass as it was not able to maintain its pressure at 25mbar. The second sample was tested, and the results are as follows: the bronchial blue and the tracheal clear cuff passed as it was able to maintain its pressure at 25mbar. The clear cuff from the first sample was observed under magnifying camera to observe the leak. It can be observed cut marks on cuff. Based on the investigation, the defect mode on cuff leakage was confirmed but not verified as manufacturing related issue. There were cut marks observed on the actual sample. In addition, visual inspection, 100% water leak test, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site". Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found that the cuff was leaking when doing clinical set up before using on patient. Then changed to a new one, no impact on patient. Associated to 8040412-2023-00403.

Event description:
It was reported that: on (B)(6) 2023, the doctor found that the cuff was leaking when doing clinical set up before using on patient. Then changed to a new one, no impact on patient. Associated to 8040412-2023-00403.

Manufacturer narrative:
(B)(4). In section d provided the full UDI#. UDI related data quality updates only.